Manufacturer narrative:
Product complaint #: (B)(4). Event year is reported as 2021; however exact date of event is unknown. 510k: this report is for an unk - nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a revision surgery due to femoral shaft fracture. On (B)(6) 2021 the patient had a surgery for femoral trochanteric fracture with the tfna nail. But on an unknown date, the femoral shaft fracture (secondary fracture) occurred. The patient had severe osteoporosis on the paralyzed side. During the revision surgery, surgeon successfully replaced the nails and refixed the plate. There was no delay are reported. The patient outcome was unknown. This complaint involves three (3) devices. This report is for (1)unk - nail head elements: tfna helical blade. This report is 2 of 3 (B)(4).